Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak using hpo. Detailed complaint and failure description: after connecting ventilator with hpo then ventilator starts giving technical event:231008 and 231013.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: there was self-test failed alarm also in the log files. The pre-analysis did result in a root cause found. The oxygen mixer assembly has been identified to be the faulty component. Correction: replacement of the defective component.